Manufacturer narrative:
UDI (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, one (1) month due to mitral stenosis. The tmvr was performed with a 26mm 9750tfx transcatheter valve. The procedure went well and the patient was taken to the ICU in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (method code) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, one (1) month due to severe mitral stenosis. The first tmvr attempt was unsuccessful and the procedure was aborted due to inability to cross the interatrial septum. Three (3) days later, the second tmvr attempt was performed with a 26mm 9750tfx transcatheter valve successfully. The procedure went well and the patient was taken to the ICU in stable condition. The patient was discharged home on pod #6 in good condition.

Manufacturer narrative:
H11: corrected data: corrected sections h6, h10 (additional manufacturer narrative). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and / or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, the root cause was determined to be due to patient related factors. The stenosis was impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and / or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.